Manufacturer narrative:
Device 6 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-january-2024, it was reported by the patient that twelve cannula was kinked within three hours of insertion due to which hyperglycemia occurs. Blood glucose was 536 mg/dl. She taken correction bolus via pump to lower down the high blood glucose. Infusion set was placed in the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.